Event description:
It was reported that the insulin pump alarmed motor error during bolus process. The blood glucose reading was 101 mg/dl. No significant events leading to the alarm were observed. The customer stated that she was able to rewind the insulin pump. She had changed her infusion set earlier in the morning and also received two no delivery alarms, and the motor error came up after that. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. The insulin pump was received with scratched display glass, cracked display window corners, and a cracked reservoir tube lip.